Event description:
It was reported that the customer was unable to download on the insulin pump. The customer blood glucose level was unknown mg/dl. The customer requested assistance uploading their insulin pump to carelink. The customer stated that they were not able to upload.

Manufacturer narrative:
Findings: unable to download using carelink pro due to a47 error alarm found in alarm history screen. A47 error alarm due to corrupted history file. Unit had cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.